Event description:
It was reported that the subject device will not give a picture. This occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d9,h2,h3,h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue inside aux channel a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: not give a picture due to leakage and bad printed circuit board, moreover, the most probable cause of additional malfunctions found during the investigation cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.